Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer¿s blood glucose level was 131 mg/dl. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.